Manufacturer narrative:
(B)(4). The analysis results found that one device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ---first. Did the device complete the entire firing sequence? ---no information. What was the appearance of the entire staple line? ---unformed. What other color cartridges were used before and after this event? ---no information. Was buttressing material utilized? If so, which product? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Is there any other additional information you would like to share about this device or procedure? ---no.

Event description:
It was reported that during a lap low anterior resection, the staples were unformed. The cartridge color was gold. Additional suture was performed to complete the case. There were no adverse consequences to the patient.